Event description:
The reporter indicated that at implant and, after connecting the device to the lead under a bipolar setting, no pacing was observed. After changing the pacing rate to 70 ppm, no pacing was observed again. At the dr's request, a new pacer was connected with the lead. After inserting the new pacer into the pocket, no anomalies were found.